Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The physician tried cycling the device to no avail. It was indicated that this issue was due to the life cycle the device. A surgical procedure was performed in which the existing device was removed. No information was provided about the patient's outcome.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The physician tried cycling the device to no avail. It was indicated that this issue was due to the life cycle the device as the aus was over 12 years old. A surgical procedure was performed in which the existing device was removed. The patient was expected to recover following the procedure.